Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed that the sample pot was not fitted correctly which caused damage to the mix bar. The probable cause is identified as a damaged mixing bar caused by use error. The fse refitted the sample pot and replaced the mixing bar to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 clinical chemistry analyzer. The customer repeated the test on another analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.